Event description:
Per a complaint form received, an increase in seizures with a rate unknown to pre-vns baseline levels was reported. The adverse events were believed to be related to vns; however, the exact cause remains unknown. No other relevant information has been received to date.

Event description:
Later it was reported that this patient actually did not experience an increase in seizures as previously reported. This was related to a mis-interpretation of information by the manufacturer. No other relevant information has been received to date.